Event description:
It was reported that there was an event of right ventricular (rv) lead noise over-sensing over a merlin.net remote transmission. No intervention was reported. The patient status was not reported.